Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male pt with a history of a hostile abdomen, hypertension, a sigmoid colon cancer operation and ileus underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair because the proximal neck angulation to axis of aaa was 70 degrees. The plan was to place the proximal end of the main body just below the origin of the renal arteries. A confirmatory angiogram showed the left renal artery was slightly blocked by the proximal end of the main body. Another manufacturer's stent (5 mm x 15 mm) was additionally placed in the left renal artery and the blockage was resolved. The pt did not show any post procedure symptoms.